Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent his third bronchial thermoplasty treatment, under conscious sedation, to the right and left upper lobes on (B)(6) 2014 with no issues. There are no reported device malfunctions. On (B)(6) 2014, four hours post procedure the patient began to experience shortness of breath. Post bt procedure the patients fev1 was 0.55l. The patient experienced an increase in shortness of breath with non-productive coughing. A chest x-ray showed developing atelectasis. The patient was treated with IV steroids, empiric abx, and bipap. After the bipap support trial was not effective the patient was placed on a ventilator for two days. The patient was hospitalized for 11 days, 5 of which were in the ICU. The physician reports 7.38/43/193/24 for o2 sat, co2, and arterial blood gases and the patient was on 5 liters of o2 following bt. The physician reports 7.25/63/186/24 for o2 sat, co2, and arterial blood gases while the patient was on bipap 70% before intubation. It was reported that the patient has been released from the hospital, and is currently at home, improving, and very happy with his asthma status. It was reported that the patient characteristics that contributed to this event include a severely impaired pre bt fev1 of 0.68 liters and advanced age of (B)(6).

Manufacturer narrative:
(B)(6). (B)(4) - atelectasis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.